Event description:
It was reported that during cystoscopic removal of an encrusted ureteral stent, the stent broke. Part of the stent was removed from the bladder and the other part was removed later by means of ureteroscopy. Additional information has been requested but not yet received.

Manufacturer narrative:
Actual sample was received on 9/6/07. The investigation is in process. The lot number is unknown; therefore, no review of the device history record could be performed. A supplemental report will be filed upon completion of the sample evaluation. Baseline report previously provided.